Manufacturer narrative:
Other applicable components are: product ID: 3389s, lot# va14bl, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The company representative (rep) reported that during implant surgery, the physician found the impedance was too high. The physician had to replace a new lead to complete the surgery successfully. The patient's current status was normal. The indication for use included parkinson's disease.

Manufacturer narrative:
Device analysis for lead va14bl revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.